Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were unresponsive. It was alleged that the audio bolus and backlight buttons were unresponsive as well. It was claimed that the issue persisted for a week. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be lifting off of the pump. During testing the bolus button was unresponsive. The original complaint of the keypad buttons unresponsiveness was not duplicated during testing. There was evidence of moisture damage observed on the bolus button contact.